Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the right femoral artery. The iab was inserted and the placement was successful. When the "gas tube was connected to the pump and the pump was switched on, the iab did not inflate properly." The staff noticed that on the screen, the iab volume was 2.5cc. As a result, they removed the "blue connector" from the pump and reinserted it. The inflation measurement was the same as before, 2.5cc. The gas line tubing was exchanged and this tubing worked successfully; the iab worked well. The pump used the autocat2 serial number.